Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 445 mg/dl. Customer stated that the insulin pump had compromised force sensor system and drive support cap was sticking out. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, unit alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, occlusion test or excessive no delivery test due to a33 alarms. Missing end cap sticker noted.